Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that patient insulin pump had time clock anomaly. Customer's blood glucose at time of incident was unknown. Customer's mother stated it her son blood glucose to go low and high due to the time off in the pump. The customer's mother stated that it affected blood glucose due to basal rates being fluctuated. The customer stated the gain is greater than 3 minutes within 10 days and it gain greater than 9 minutes within 30 days. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump passed self test. The insulin pump was programmed pump with the current time and date and monitored for five days, the time has not drifted and is accurate; the time and date function is performing properly. However, the insulin pump had corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.